Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. A work order has been created to dispatch an olympus endoscopic support specialist (ess) to observe the customer's reprocessing techniques and provide in-service and training. Further information was provided by the customer. There was no patient contaminated. There was no delay for precleaning after the procedure, water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The detergent solution and disinfectant used was intercept and acecide. The instrument/ suction/balloon channel, air/water/suction/biopsy valve instrument/suction, air/water were brushed. The scopes are stored in a scope closet that has a heppa filter after it has gone through the driscope unit, and the device passed the leak test. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope during a routine culture of the scope tested positive for achromobacter (formerly alacligene) and xylosoxidans. The instrument channel of the scope was cultured. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of an olympus endoscopy support specialist (ess)visit to the user facility, results of third-party testing, the device evaluation and the legal manufacture's final investigation. An olympus ess visited the user facility on 23feb2024, reprocessing was observed where no obivious deviation from the instructions for use (IFU) was identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6), 2024. Sampling from: air/water channel cfu: unknown bacterial identification: paenibacillus konsidensis, staphylococcus pasteuri sampling from: biopsy channel/suction channel cfu: unknown bacterial identification: achromobacter xylosoxidans the device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.